Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert indicating that battery replacement indicator had been reached on (B)(6) 2000 and was subsequently explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.